Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a severed electrode. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical test performed. The device passed the mechanical tests performed. The internal visual inspection revealed a cracked conductive epoxy on the kovar tab. The reported complaint of loss of lock was confirmed during the analysis of this device. Internal visual inspection revealed a crack on the conductive epoxy of the kovar tab, which is believed to be related to the loss of lock. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction: section h.10. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a severed electrode. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical test performed. The device passed the mechanical tests performed. The internal visual inspection revealed a cracked conductive epoxy on the kovar tab. The reported complaint of loss of lock was confirmed during the analysis of this device. Internal visual inspection revealed a crack on the conductive epoxy of the kovar tab, which is believed to be related to the loss of lock. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged, however the issue did not resolve. Device testing could not be completed due to loss of lock. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.